Event description:
It was reported that the patient's heart rate had dropped into the 40's. The right ventricular (rv) lead exhibited high thresholds and complete loss of capture at maximum outputs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.